Event description:
The pt's husband reported that his wife was having a reaction to low blood glucose and that he had to call the paramedics. Upon their arrival, her pdm read 105 mg/dl and 50 mg/dl with the paramedic's meter. She was treated with glucose. He did not provide any further info.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the reported hypoglycemia and the paramedics visit. No product lot number was reported therefore no qualification records were reviewed.